Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported that there was leakage observed at the connector. It was not specified whether there was patient involvement or not, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.